Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor was noisy. Patient involvement is unknown. (B)(4).

Manufacturer narrative:
No goods were sent in for investigation. The reported noisy device was investigated at the hospital by our field service engineer. The compressor motor and the drainage bottle tubing were identified as faulty and replaced. After the unit passed all functional and safety tests, the unit was returned back for clinical use. The cause to why the replaced parts failed specification cannot be determined by this investigation. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).